Event description:
It was reported that there is a potential lead fracture and that the lead integrity alert (lia) was triggered due to oversensing. R wave sensing also varies a great deal. It was further reported that there was intermittent high threshold. The lead was explanted and replaced. It was subsequently reported that high pacing capture threshold and loss of sensing occurred after replacement of the lead. Since the new lead was functioning normally with the analyzer but not with the device, device failure was suspected and the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the inner tubing was kinked/buckled, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, there was tissue on the helix and there was apparent explant damage.

Manufacturer narrative:
Corrected: previously submitted follow-up report #002 should have been sequenced #001, so this report is being submitted as a placeholder with the sequence #001. If information is provided in the future, a supplemental report will be issued.